Event description:
It was reported that a pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which guided them through inspecting and cleaning the cartridge and pneumatic tap area. The customer successfully completed the cartridge loading process and resumed using the pump for insulin delivery.